Event description:
It was reported that the ilet screen was cracked when the user placed the device in a pocket with keys, resulting in impact damage to the display while blood glucose control was reportedly unaffected and a replacement device was arranged. Symptoms included no adverse health effects. Outcomes included no change in clinical status and no medical intervention or hospitalization. Investigation included collection of event details, verification of shipping and return logistics, and review of device history based on the reported physical damage and inspection of the returned device. Investigation of this device revealed a cracked or broken display consistent with external mechanical impact to the device enclosure and screen, with no indication of functional malfunction of therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to external impact.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.